Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data did not reveal any evidence of short battery life. On examination, the battery compartment was found to be cracked at the case seal. On investigation, ez-prime steps were performed correctly and all electrical currents were measured and determined to be within the required specifications. Investigation did not duplicate the short battery life complaint. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be dim and discolored.